Event description:
Additional info provided by the ophthalmologist indicates that the most likely cause of the unexpected post operative refraction was an a-scan error. The intraocular lens (iol) was exchanged for a lower power iol and the pt's current visual acuity is 20/20.